Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an episode where the patient experienced supraventricular tachycardia (svt) and was treated with inappropriate anti-tachycardia pacing (atp) and shocks. At some point therapy delivery led to a rhythm acceleration to ventricular fibrillation. One of the shocks successfully terminated the atrially originated rhythm with rapid ventricular response. Still, the heart rate remained within the ventricular tachycardia (vt) zone, possibly indicating a return to svt with 1:1 conduction. Therapy was eventually exhausted before the rhythm was converted. Furthermore, there were multiple vt episodes that did not receive therapy. Cardiology was consulted to evaluate the patient. The ICD remains in service, and no additional adverse patient effects have been reported. Additional information indicated there was a new stored episode where the patient experienced supraventricular tachycardia (svt) and was treated with inappropriate anti-tachycardia pacing (atp) and shocks. Ts recommended to the health care professional to consult with cardiology about findings and consider reprogramming options.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an episode where the patient experienced supraventricular tachycardia (svt) and was treated with inappropriate anti-tachycardia pacing (atp) and shocks. At some point therapy delivery led to a rhythm acceleration to ventricular fibrillation. One of the shocks successfully terminated the atrially originated rhythm with rapid ventricular response. Still, the heart rate remained within the ventricular tachycardia (vt) zone, possibly indicating a return to svt with 1:1 conduction. Therapy was eventually exhausted before the rhythm was converted. Furthermore, there were multiple vt episodes that did not receive therapy. Cardiology was consulted to evaluate the patient. The ICD remains in service, and no additional adverse patient effects have been reported.